Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The fissures are a known defect. Their root cause is related to a combination of the mounted blue caps and the material type of the rotaflow connectors. Due to inner forces, the connectors can exhibit damage if the cap is mounted too tightly or if the diameter of the inner cone of the blue cap fails within the upper tolerance of the specification. There is a plan to replace the mounted hard blue caps with soft caps, but a time frame has not been defined. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that when opening the pack a crack on the blood outlet was found. No patient involved. (B)(4).

Manufacturer narrative:
The product has been sent to our lab for investigation: the visual inspection shows that the centrifugal pump has been delivered in the sterile package, which was not damaged neither outside nor inside. The blood inlet connector shows scratches. The cover cap was not damaged. The blood outlet connector also shows crack. The conus of the cover cap shows slight chips and bruise. Thus the failure could be confirmed. DHR-review for 70103.2035 bo-rf-32#rotaflow centrifugal pump lot 70108367 has been performed and no abnormalities were found for the reported failure. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).